Event description:
When using the intuitive vessel sealer, the end of the sealer was not rotating properly during the procedure. The scrub and doctor asked for a new sealer. Old sealer was pulled from the case, marked as defective and a new sealer was used. There was no harm to patient.